Event description:
On (B)(6) 2012, 3m espe was informed about a pt who experienced uncontrollable shaking following use of 3m espe filtek supreme ultra universal restorative. The dental restorative was placed at approx 8 am in the morning; at approx 4 pm that same afternoon, the pt returned to the office shaking. The restoration was removed and the shaking resolved. No medications or other medical treatment was provided to the pt and the future treatment plan is not yet determined. The pt also reports that this type of reaction has occurred in prior dental treatment, but was unable to provide details of when this occurred and what products were used in that treatment procedure.

Manufacturer narrative:
Methods, results and conclusions: the returned sample was analyzed via ftir for composition and results compared against another retain lot of material. The results indicate that the returned sample and the retain sample were of the same construction, with no missing peaks or unexpected peaks present. Because the contents of the returned capsule were consumed in the chemical analysis, a retain capsule from the same lot was used to evaluate adequacy of cure. Based on a depth of cure test, the retain lot of material cured as intended. Based on the results of these tests, the sample involved in this case appears to be of intended composition and performance.